Event description:
It was indicated that the device was removed due to pt dissatisfaction. Additional information was requested, but not provided. The pt was implanted with an ambicor penile prosthesis on the same day as the removal.

Manufacturer narrative:
Should additional information become available, it will be re-evaluated and a follow-up report will be sent.